Event description:
It was reported tht the pt hit his head with a rope while he was rope skipping. After that he no longer had access to sound with his cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.